Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy, when firing the device to place the anastomosis, the stapler did not fire, the space between the cartridge and the anvil closed and the green bar was visible in the indicator window, the knife blade did not cut, the anvil cannot be tilted after firing and was not bent. As stated, they opened another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy, when firing the device to place the anastomosis, the stapler did not fire, the space between the cartridge and the anvil closed and the green bar was visible in the indicator window, the knife blade did not cut, the anvil cannot be tilted after firing and was not bent. There was no patient injury.